Event description:
The manufacturer received a voluntary medwatch (mw5102217) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Per additional information received the patient passed away. Prior to his death, patient reported that he was diagnosed with non-small cell lung cancer/large cell. Patient also reported that he would wake up in the morning with throat and nasal irritation very often. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b2 updated to death. Section d1 corrected. Section d4 corrected/updated. Section g1 corrected. Section h1 updated. Section h6 impact code corrected. Section h6 type of investigation findings and investigation conclusions has been updated.